Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as first red and itchy then turned into blisters and open wounds. The patient was hospitalized due to the irritation and the doctor advised the irritation was an allergic reaction. The medical outcome is unknown. Supplemental report 9/16/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as first red and itchy then turned into blisters and open wounds. The patient was hospitalized due to the irritation and the doctor advised the irritation was an allergic reaction. The medical outcome is unknown.